Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to information received, the device was explanted due to wound dehiscence and persistent infection which spread to the level of the implant, which did not resolve with conservative treatment or wound debridement. The recipient_s immunosuppressive therapy is considered a contributing factor. Furthermore, she has a history of chronic otitis media which was reported to be active at explantation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of the infection. This is a final report.

Event description:
It was reported that the user had a persistent wound infection which started 3 weeks after implantation. There was a also a wound dehiscence in the area of the ear canal with otorrhea. Reportedly, 2 revision surgeries and wound debridements were tried but eventually the device was explanted. Cultures were positive for staph aureus. The skin over the device was not intact. The infection spread to the level of the implant. The user has been explanted.

Event description:
It was reported that the user had a persistent infection. The user has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.